Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported that a hardware removal due to an infection. The patient was originally treated for a mid-shaft tibia fracture (an open fracture from an automobile accident) on (B)(6) 2013. On an unknown date, surgeon discovered the fracture was not healed and there were signs of infection at the site of the original open fracture. Type of infection is unknown. The surgeon explanted all the hardware, cleaned out the wound and reamed the canal to promote some healing. The reporter identified 1 unknown screw with no known part or lot numbers. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used a large external fixator to stabilize the fracture. The patient was treated for the infection.